Manufacturer narrative:
E1 full establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign objects attached to the objective lens. In addition, the evaluation found the following; due to wear of the angle wire, the bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip and a white clouded area. Due to clogging of the nozzle, the water removal ability did not meet the standard value. The control unit had discoloration. The switch box, universal cord, connecting tube and the protector of the universal cord, on the suction connector side, all had scratches. The adhesive around the objective lens was peeled. The adhesive around the light guide lens had a white clouded area, the plastic distal end cover had a dent and due to dirt on the objective lens, the image had a stain. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had physical defects of the bending section and insertion tube including unusual shapes. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; foreign object attached to the objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the details of the customer¿s response, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the objective lens could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual for gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual for gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.